Event description:
It was reported by the edwards field clinical specialist during a transfemoral tavr procedure the 23 mm sapien valve was positioned 50:50 but deployed too aortic (95:5), due to loss of pacemaker capture during valve deployment. Although the valve was functioning, it was not anchored in the annulus. Coronary patency was confirmed. A second 23 mm valve was prepared and deployed in a lower position, to secure the first valve in place. Angio and echo confirmed the valve was functioning and there was trace pvl. The patient was noted to be stable at the end of the procedure. The patient was noted to have moderate native valve / leaflet calcification and mild root calcification. Coaxial alignment of the delivery and valve and the image intensifier angle were both reported to be good. Additionally, ventilation was held during valve deployment.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case the cause of the malposition is possibly due to patient and procedural factors. As reported, the surgical team believed the aortic valve movement during deployment was due to loss of pacing capture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.